Event description:
Philips received a complaint on the heartstart mrx indicating that the operational check failed. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which it was determined from the analysis of the logs that this was a malfunction of the capacitor; however, service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.